Manufacturer narrative:
Investigation results indicate that the fracture initiated due to a bending moment in a unilateral direction. The crack initiated from one side and spread across the drill bit and was due to excessive pressure being applied in unilateral direction. The handpiece associated with this device contains the following warning: "excessive pressure can damage either the drill bit or driver." The label for this device contains the symbol which denotes the warning "do not apply excessive pressure".

Event description:
It was reported that during a humeral nail surgery; while drilling the distal screw hole of nail, the drill bit broke. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a humeral nail surgery; while drilling the distal screw hole of nail, the drill bit broke. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.